Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on electronics. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had scratches and a black mark under display screen. Insulin pump would be replaced. No further information provided.